Event description:
Medtronic received a report that a pipeline failed to open and slipped down after deployment. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery ophthalmic artery with a max diameter of 4.1mm and a 3.2mm neck diameter. The landing zone was 3.8mm distally and 4.1mm proximally. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered and there was no pru classification. The angiographic result post procedure showed the second stent adhered well to the wall, while the first stent slipped and shifted. It was reported that after the stent was deployed, it failed to fully open and adhere to the wall. When the guidewire was withdrawn, it slipped below the aneurysm neck. The implant had been deployed in the human body and could not be removed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the procedure was completed by placing a 4.0-18 ped pipeline again. The stent was not fully opened and failed to adhere to the wall to anchor the blood vessel. The pipeline was able to be implanted at the intended location. No medical or surgical intervention is planned. The overall opening was not sufficient. Before trying additional steps to open the pipeline it slipped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex pushwire was returned for analysis inside a sealed biohazard bag and a shipping box, but the braid was not returned. Damaged location details: the tip coil was found without damage. The distal and proximal dps restraints were intact, while the dps sleeves were damaged. No defects were found on the re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The pushwire was kinked at 50.0cm to 86.5cm from the distal tip. No other anomalies were noted. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure to open¿ complaint was not confirmed because the pipeline flex pushwire was returned without the braid. The pushwire and sleeves were damaged. However, the cause of the failure to open and damages could not be determined. Possible causes include vessel tortuosity and the user deploying the braid in the vessel bend. In this event, the customer reported that the vessel tortuosity was normal, ruling out vessel tortuosity as a potential cause. The user deploying the braid in the vessel bend could have contributed to the complaint of failure to open. Since the braid was not returned, any contribution of the braid to the failure to open issue could not be determined. The customer also reported migration of the stent after delivery. However, this complaint could not be confirmed. Possible causes include incorrectly sized stents in the vessel and poor braid placement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.